Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus and stated that the buttons were stuck. Customer also received a failed battery test alarm when inserting a new battery. Customer's blood glucose reading at the time of the call was 351 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No stuck button was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.